Event description:
The pt underwent the coil embolization procedure of the internal iliac artery. The vessel was heavily calcified, moderately tortuous, and the rate of stenosis was unk. When the coil was once withdrawn slowly, the delivery system was pulled with strong force. Resistance occurred and the coil was unraveled (stretched) in the y connector. The coil was fully removed with the microcatheter (detail unk) successfully. There was no adverse event during the procedure. Treatment site detailed info about the target site could not be obtained. An adequate continuous flush was maintained through the microcatheter (mc) at all times. There was no resistance between the (gw) guidewire and the mc when accessing the target site. There was resistance in the y connector while the coil was withdrawn, not during advancement toward the target site. No kinks in the mc that may have contributed to the event. There was no adverse consequence to the pt. Procedurally, the physician inserted the coil, but it was longer than what the physician wanted for the aneurysm. No damages were noted on the microcatheter. The coil did not entanglement with previously placed coils. No additional intervention was required, since the entire coil was removed from the pt as unit with the mc. There was no flow restriction/reduction or adverse event as a result of the event. The coil was stretched inside the mc / y connector, but the coil was successfully removed from the pt still attached to the delivery system. The pt is in stable condition, and there was no further info available.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.